Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there were high rate non-sustained episodes which showed ventricular oversensing and pauses on the right ventricular (rv) lead. Short interval counts (sic) were also noted. There was also violation of the lower rate from the implantable cardioverter defibrillator (ICD). The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.